Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their device was still not working. They were working to possibly find a new pain management physician, as they were interested in having the device replaced, but currently insurance would not cover it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the device had not been working for a while. The patient clarified and said the ins won¿t charge and there was no stimulation and it has been that way for probably 5 years. The patient stated they wanted the device removed, but was having problems with the insurance. The patient called in to say they needed an MRI on their head (unrelated to the device), but was having trouble getting information about the MRI. The patient wanted to know if it was safe to have the MRI if the device was not working. The patient was going to follow-up with their healthcare provider (hcp). No further complications were reported.